Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen with an unknown concentration at a dose of 76 mcg/day. It was reported the representative was notified of an active motor stall that was seen at initial interrogation. It was unknown if the patient recently had an MRI. The representative stated she would call the hcp back and find out more information. The event date was unknown. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2018-feb-21. It was reported that a pump alarm was heard. Telemetry had not yet been performed, and the reason for the alarm was unknown. The specific event date was asked, but unknown. Per the rep, the event occurred in 2018, "likely in the past couple of days." It was stated that the pump had a motor stall and a replacement was scheduled for (B)(6) 2018. It was reported that they had silenced the alarm after the stall, and now the pump was alarming again. No troubleshooting was performed, as the rep was not with the patent to check the pump at the time of the call. Checking the pump logs was reviewed as a troubleshooting consideration. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The reason the pump replacement was rescheduled for november was the patient¿s family was thinking about explanting pump without replacement. The pump was explanted (B)(4)/2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the cause of the motor stall was not determined. There were no known symptoms the patient experience related to the stall. The stall occurred on (B)(6) 2018, and the stall had not recovered as of the day of report. The hcp attempted to interrogate the pump and update the pump, but the pump was still in a motor stall. A pump replacement had been scheduled for (B)(6) 2018. The representative stated the account did not have the patient¿s weight at the time of the event. No further patient complications were reported.

Manufacturer narrative:
(B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The pump was being replaced and will be returned to the manufacturer.

Manufacturer narrative:
At interrogation prior to analysis, it was determined that the pump was programmed to deliver baclofen (500mcg/ml at 3.04mcg/day). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly, corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Method results and conlclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.